Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error and the display went blank. The blood glucose reading was 145 mg/dl. No physical damage was noted and the insulin pump hadn't been dropped or bumped. The customer reported that the insulin pump had only been exposed to normal humidity. The battery compartment and spring were not damaged or corroded and the contacts on the battery cap were not missing or damaged. The customer was sent a replacement battery cap and was advised to revert to a back up plan until the replacement battery cap arrived.